Event description:
Distributor complaint report indicated a malfunction code occurred with the customer's device. There was no reported impact to the customer's blood glucose level and no specific value provided. Despite multiple reminders, the customer did not return the pump for further inspection, and the matter was closed.